Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to operator error. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device received an alert 02 (low flow) and alert 01 (patient line open) earlier and they changed out to a new set of neonatal arctic gel pads. The patient was below the target temperature. The patient temperature was 32.6 c  the target temperature was 33.5c the water temperature was 18 to 20 c and the flow rate was 0.7 lpm. They had the baby taco and a blanket over top of the infant. They verified all the lines were straight with no bends or kinks noted. Ms and s explained that the plastic bed could create a disruption in flow when the tubing was bent over the top and suggested using a towel to the arctic gel pad underneath. Ms and s discussed the proper disconnect and reconnect technique (rotating connectors 180 prior to reconnect). The diagnostics showed that the outlet monitor temperature (t1) was 16.4 c the outlet control temperature (t2) was 16.3 c the inlet temperature (t3) was 16.9 c  the chiller temperature (t4) was 6.8 c the inlet pressure was -6.9 psi. The circulation pump command was 37 percent the mixing pump command was 0 percent. After disconnecting and reconnecting the pads the flow went up to 1.3 lpm but back down to 0.8 lpm. It seemed to be holding steady at 1.1 lpm now. It was noted that when the flow rate did not remain stable they could connect the original neonatal pad set or universal pad and do not add to the infant. It was noted that whether it was allowed in protocol or physician orders they could use the radiant warmer to assist until the patient reaches the target. They sent the arctic gel pads to the field assurance for investigation of the 1st set of arctic gel pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting alert 02 (low flow) and alert 01 (patient line open) earlier and they changed out to new set of neonatal arctic gel pads. The patient was below target temperature. The patient temperature was 32.6c , the target temperature was 33.5c, the water temperature was 18-20c and the flow rate was 0.7 l/m. They had the baby taco, and a blanket over top of the infant. They verified all lines were straight with no bends or kinks noted. Ms&s explained that the plastic of the bed could created a disruption in flow if tubing was bending over top and suggested using a towel to arctic gel pad underneath. Ms&s discussed proper disconnect & reconnect technique (rotating connectors 180 prior to reconnecting) . Diagnostic showed that the outlet monitor temperature (t1) was 16.4c, the outlet control temperature (t2) was 16.3c, the inlet temperature (t3) was 16.9c, the chiler temperature (t4) was 6.8c, the inlet pressure was -6.9psi, the circulation pump command was 37%, the mixing pump command was 0%, hc was 34%. After disconnecting and reconnecting, the flow went up to 1.3 l/m, but back down to 0.8 l/m. It seemed to be holding steady at 1.1 l/m now. It was noted that if the flow rate does not remain stable, they could connect the original neonatal pad set or universal pad and do not add to infant. It was noted that if allowed in protocol or physician orders, they could use radiant warmer to assist until patient reaches target. They were sending arctic gel pads to field assurance for investigation of 1st set of arctic gel pads. The arctic gel pads were being held in the office. No lot number was available at this time.